Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01549.

Event description:
According to initial reporter: "a fracture had occurred at an unknown time after filter placement. Filter placement occurred in 2010. A single primary strut was found fractured. It sat perforating the ivc just below the main body of the filter. Patient was asymptomatic so the decision was made to leave the fractured strut as to not make the situation worse. The main body of the filter was successfully retrieved." Per medwatch report - pt had ivc filter placed (B)(6) 2010. Recent radiology tests performed showed ivc filter fracture and perforation of one strut into infrarenal aorta. Ivc filter with 3 remaining primary struts intact and 8 secondary struts intact removed via interventional radiology procedure (B)(6) 2019. 1 strut retained in infrarenal aorta (extraluminal) due to high risk of hemorrhage if removed.